Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Microscopic examination was performed and there was no fractures found along the sensor wire at the distal end. The proximal end of sensor wire was placed correctly in the disposable housing sub-assembly. Therefore the complaint of broken sensor wire was not confirmed.

Event description:
Patient contacted dexcom technical support (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor and could see sensor wire present in sensor pod. Patient claimed it looked as though the tip may have broken off. Patient did not seek medical intervention, and reports there is no pain. Dexcom has issued an rga for patient to return device to be investigated.